Event description:
A customer contacted beckman coulter inc. (Bec) stating that 4ml of clenz (cleaner) and diluent leaked onto the counter from their coulter lh 500 hematology analyzer. There is an exposure plan in place at the facility. The customer was wearing personal protective equipment (ppe) consisting of gloves, gown and goggles at the time of the incident. No injury or exposure was reported and there was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and found the differential backgrounds, controls, and latron were all out of specifications. Fse found the erythrolyse tubing into the differential heater had come off. Fse trimmed the end of the tubing and re-attached it which resolved the issue. Fse also cleaned the shear valve 85 which was not actuating. Fse believed that this may have caused pressure which could have caused the tubing to come off. The cause of the leak was disconnected erythrolyse tubing at the differential heater. (B)(4).